Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a neuron max 6f 088 long sheath (neuron max). During the procedure, after the physician advanced a neuron max into the patient, it was noted that the hemostasis valve adapter (hva) would not connect to the hub of the neuron max. Therefore, the hva was removed. The procedure was completed using a non-penumbra valve and the same neuron max. There was no report of an adverse effect to the patient.